Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer noted that arm 1 elbow would not rotate down when the patient clearance button was pressed. The customer informed the technical service engineer (tse) that they could hear the clicking, but the arm 1 would not move. It was noted the surgeon decided to use arm 2, arm 3, and arm 4 for the case; however, noted that he would require all four arm for the following case. The tse asked the customer to exercise the patient clearance button and arm 1 port clutch button at the end of the procedure. The surgeon continued with the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) found the universal surgical manipulator (usm) tornado switch would move up but not down. The fse replaced the usm (380647-25) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The usm failed to execute the spar toggle switch during normal mode, and also failed the I-button test on the patient side cart fixture test platform (pftp). Heavy signs of fluid intrusion was found on the acsb 3 pca. Significant amount of fluid intrusion was also present on the insertion switch assembly. As a fix, the acsb 3 switch assembly would be replaced. The switch assembly and axes controller spar (acs) cover/shield would also be replaced.